Manufacturer narrative:
The initial medwatch reported the returned device found foreign material in objective lens during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The bronchovideoscope exhibited foreign objects in the objective lens. There were no reports of patient involvement.